Event description:
N/a

Manufacturer narrative:
Corrected fields d5, e1 (initial reporter, event site email), e2, e3, e4, g2. Updated fields: b4,d8, d9, g1,g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. The getinge field service engineer (fse) that discovered the issue, replaced the fiber optic sensor extension cable assembly (0012001562) to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then returned to the customer for clinical service.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has broken fiber optic connector. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.